Manufacturer narrative:
It was reported that the device stopped ventilation. Burnt smell was recognized. The service engineer on site determined the power supply to be the root cause and exchanged it. It was not available for the investigation. The power supply is manufactured according to ul94, hence the risk for a fire is marginal. The logfiles were also not available. Most likely they would not have provided relevant information as no further entries can be written after power fail. It was not possible to locate the origin of the fizzing sound. As described, in case of a faulty power supply the device stops ventilation. The safety valve to ambient will be opened automatically, allowing for spontaneous breathing. A continuous alarm - which does not depend on the power supply - is generated according to standard en60601 for at least two minutes. Through exchanging the power supply the failure was fixed.

Event description:
It was reported: blackout of the evita xl during ventilation. During blackout burnt smell was recognized. The constant alarm of the device was generated. Fizzy sound inside the device. There was no injury reported.